Event description:
It was reported via a medwatch report that "the metal sheath was placed from this kit and the sheath would not accept the balloon through it. As a result, had to open smaller catheter kit (from the same box) to insert through the existing sheath." There was no reported patient death or injury. The iab was placed using the teflon sheath. Additional information received on (B)(6) 2010 from the cmc assistant safety officer stated the outcome of the patient is "unknown" at this time."

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.